Manufacturer narrative:
Vyaire medical conducted a failure investigation. The device history record (DHR) review did not show any deviations to manufacturer specifications. According to investigation, it was determine that material is related to defect reported. As it is causing the product to fail. Component p/n 65-4570 breaks when the product is in use. As a resolution, scar mx-2021-015 was created and sent to our internal supplier.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. These are the additional lot numbers: 0004139959, 0004139956 and 0004146984. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that our neb kit w adapter sterile water 500ml was not able to mist. A patient developed a mucous plug and needed interventions with lavaging and suctioning.